Event description:
During cardioversion upon initial shock using 200 joules there was an immediate smell of burning chemicals. The patient did not convert rhythm. New pads applied and cardioversion accomplished with 360 joules. No patient injury.